Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2017 the patient fell at the playground and banged his head on implant side on a piece of metal. He can no longer hear with the device.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
On (B)(6) 2017 the patient fell in the playground and banged his head on the implant side on a piece of metal. He can no longer hear with the device. There is no break to the skin, redness or swelling. The processor is still working normally. The patient was re-implanted.